Event description:
It was reported that all issues started about two weeks prior to report. It was reported that for the previous two weeks the patient had had big red blotches over the implant site and his incision had turned purple. It was logged that a nurse noticed the redness when the patient was getting a steroid shot in his back. It was noted the redness was coming around his stomach and had spread on his hip. It was reported the area was blotchy and bloated. It was reported the area looked like a dead body. It was logged the patient had been tired lately, and had more pain lately but he chalked it up to cold weather. It was reported the device was shocking the patient and burning. It was noted the patient used a heating pad and was afraid he melted his device. It was logged that because of the cold the patient had been in bed more on a heating pad. It was noted the patient recently got a steroid shot and he threw his back out "all the time".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s device is going from ¿regular voltage to twice the voltage¿ and is accompanied by a shocking sensation. This occurs every time they cough, so they turn their implantable neurostimulator (ins) prior to coughing and then turn it back on after they are done coughing. The patient thinks it¿s due to the muscles pushing on the spinal cord when they cough. This has been occurring since the patient was implanted and was previously reported on (B)(6) 2014 when they met with their manufacturer representative for their last ¿calibration¿.

Manufacturer narrative:
Concomitant products: product ID: 37754 serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).